Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site to assess instrument performance. There is no indication that the access accutni+3 reagent was returned to bec for further evaluation. There were no hardware errors, system flags or issues with other assays associated with this event. In conclusion, the cause of the discordance is unknown and could not be determined with the information provided.

Event description:
The customer reported obtaining a reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron clinical system serial number (B)(4). The customer reanalyzed the patient's sample two (2) additional time without any further sample processing on the same access 2 immunoassay system portion of the unicel dxc 600i synchron clinical system and obtained similar elevated access accutni+3 results. The customer then re-centrifuged the patient's sample and reanalyzed it an additional two (2) times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron clinical system and again similar elevated access accutni+3 results. The patient's sample was also analyzed on two alternate methdologies, the abbott I-stat and the abbott architect, both of which produced discordant, (B)(6) results. The initial, elevated access accutni+3 result was released from the laboratory but was questioned by the clinician. There was no report of change to or impact to patient treatment in conjunction with this event. System parameters such as assay quality controls (qc), calibration curves and routine system checks were all performing within laboratory and assay specifications prior to and after the event. The customer did not report any other issues with additional assays and was not questioning instrument performance at the time of the event. The patient's sample was collected in 13x100mm (millimeter) rapid clot serum tube with a gel separator which was then centrifuged for ten (10) minutes at 3000g (g-force) at room temperature. There was no report of sample integrity issues associated with this event.